Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted after 2 months of being implanted due to a dislodgement, the helix would not extent when the physician tried to reposition it. This lead was successfully replaced. No additional adverse patient effects were reported

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Visual inspection of the lead body and electrode tip found no anomalies. Visual inspection also noted a cut in the insulation at approximately 18 cm from the terminal end, which is consistent with explant damage. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted after 2 months of being implanted due to a dislodgement, the helix would not extent when the physician tried to reposition it. This lead was successfully replaced. No additional adverse patient effects were reported. The explanted lead was returned to boston scientific for analysis. This report has been updated.